Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. The insulin pump passed the displacement accuracy test. No excessive no delivery or motor error alarms noted. The motor was tested outside the device and passed. The insulin pump had cracked case at the display window corners, cracked display window, cracked reservoir tube window corner, cracked reservoir tube window, reservoir tube lip and cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 with high blood glucose. The customer had high blood glucose for about 4-5 days and thought it was due to a steroid shot she got for her shoulder but then one night she was not feeling good and her blood glucose level was over 600 mg/dl. They changed the set but received a no delivery. The customer was given fluids. The customer came home and she was to take 25 units then 6 units of her regular insulin for meals. The customer's current blood glucose level was 430 mg/dl. The customer also reported that they received a motor error. After troubleshooting was performed the customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.